Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
It was reported that very experienced practitioner who is familiar with the web device was placing this device in the patient's acom via the right sided, arterial approach. Device was successfully deployed through a catheter and looked perfect. The device would not detach and tried multiple detachment's, two detachers. An attempt to bring the catheter close to the device only proved ineffective and recaptured the device. Device was successfully removed, and a different size web was then used to successfully treat the patient. No injury to the patient.

Manufacturer narrative:
The investigation of the returned web system found the heater coil windings stretched. The heater coil pet and tether were found melted, indicating that the device was activated using a detachment controller during the procedure; therefore, the damage to the heater coil windings likely occurred post-activation. The stretched heater coil windings are an indication that the tether could have been caught in between the coil windings and caused the heater coil to stretch when the delivery system was pulled/retracted during the procedure. The heater coil¿s forward and backward winds were found to be touching due to the stretching, resulting in the system to short, leading to the inability to detach as described in the reported event.

Event description:
See h10.